Event description:
It was reported, the patient presented for post implant follow up. Interrogation revealed, the atrial lead exhibited pacing in the ventricular. X-ray was performed and confirmed, the lead was dislodged. The lead was successfully repositioned. There were no patient consequences.